Event description:
It was reported that during a cervical clean out procedure, there was a cutting clip. The incident occurred with the tenth clip on the main vessel. There was an important bleeding during the intervention, but it did not required any treatment or blood transfusion. The surgeon stopped the bleeding with a vascular suture (unknown technique). The patient is fine. No extended intervention neither hospitalization times. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.